Event description:
The patient's (B)(6) occipital nerve stimulation system includes two percutaneous leads from the same lot. It was reported the patient feels a pulling sensation at the leads when she moves her head towards her chest. A decision regarding the planned intervention for this matter has not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.